Event description:
System went down in middle of case when they attempted to use I/a cutter: received error code. Changed tubing and cutter to vitrectomy probe. Able to finish removing lens and perform vitrectomy, but unable to finish case. Will bring back patient to implant iol. Follw-up noted there wasn't any patient impact and case was completed as planned.